Event description:
The customer reported that the system displayed a communication failed error message, which caused the system to lose functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board connection was cleaned and reseated and the ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.